Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient spoke and met with their healthcare provider (hcp) who encouraged them to call into the manufacturing company to make arrangements to have the ins removed; therapy is not helping the patient's bladder symptoms/issues. The patient noted the issue occurred in 2017. As a result of what was reported, an email was sent to the manufacture representative (rep) to notify them of the situation. No device issue was reported and no further patient complications have been reported as a result of this event.